Manufacturer narrative:
It was reported that a bubble message was displayed on the rotaflow console. The failure occurred during set up of the device. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure "bubble message" could not be reproduced. No part has been replaced. The technician informed the customer to renew the contact gel every 48 hours to avoid the sig! Error. A functional test was performed and the device was working as intended. The device is back in use. The failure mode "bubble message" can be linked to the following most possible root causes according to our risk management file: dried contact gel; user forgot renewing contact gel. Based on the investigation results the reported failure "bubble message" could not be confirmed. The review of the non-conformities has been performed on 2023-04-25 for the period of 2020-07-12 to 2023-04-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2020-07-12. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 6.2 reapplying ultrasonic contact cream. The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in brazil. It was reported that a bubble message was displayed on the rotaflow console. The failure occurred during set up of the device. No harm to any person has been reported. Complaint ID: (B)(4).